Manufacturer narrative:
Additional information: through follow-up it was learned that the lens has not been explanted. No further information was provided. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The product was not returned for investigation. The reported issue could not be verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a model zxr00 21.5 on female patient's right eye, the patient experienced severe glares. Reportedly, the patient can¿t see at any distance and she lost the near vision. Initially, the patient could see near but lost it 3 weeks post-op. The patient was seen on (B)(6) 2017 and her refraction at that time was -2.25 +1.25 at 45 degrees and she corrected to 20/40 and j3. The lens remains implanted; however, the physician is planning on explanting the lens.